Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain,') in an adult female patient who had essure (batch no. A36512) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no (per pfs)". The patient's medical history included uterine cervical pain. Concurrent conditions included atypical squamous cells of undetermined significance, breast feeding, discomfort and dysplasia. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), hyperhidrosis ("hormonal changes: sweating"), abdominal pain lower ("lower abdominal pain"), adnexa uteri pain ("ovary pain") and abdominal distension ("bloated"). The patient was treated with sulfamethoxazole; trimethoprim (mortin) and surgery (bilateral salpingectomy. Surgical removal of coil(s) bilateral foreign body removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, adnexa uteri pain and abdominal distension was resolving and the dysmenorrhoea and hyperhidrosis outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, adnexa uteri pain, dysmenorrhoea, hyperhidrosis and pelvic pain to be related to essure. The reporter commented: as per follow up discrepancy note date of insertion: (B)(6) 2014,(B)(6) 2016. Concerning the injuries reported in this case, the following one were described in patients medical record: pelvic pain. Most recent follow-up information incorporated above includes: on 6-aug-2019: pfs&mr received reporter information, lot no was added. Case become incident injury nos replaced by new event added pelvic pain female, dysmenorrhea (cramping), sweating, lower abdominal pain, ovary pain, bloated, device monitoring procedure not performed. Outcome added, lower abdominal pain, ovary pain, pelvic pain. Bloated. Medical history, treatment drugs added. We received the lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain,') in an adult female patient who had essure (batch no. A36512) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no (per pfs)". The patient's medical history included uterine cervical pain. Concurrent conditions included atypical squamous cells of undetermined significance, breast feeding, discomfort and dysplasia. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), hyperhidrosis ("hormonal changes: sweating"), abdominal pain lower ("lower abdominal pain"), adnexa uteri pain ("ovary pain") and abdominal distension ("bloated"). The patient was treated with sulfamethoxazole;trimethoprim (motrin) and surgery (bilateral salpingectomy. Surgical removal of coil(s) bilateral foreign body removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, adnexa uteri pain and abdominal distension was resolving and the dysmenorrhoea and hyperhidrosis outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, adnexa uteri pain, dysmenorrhoea, hyperhidrosis and pelvic pain to be related to essure. The reporter commented: as per follow up discrepancy note date of insertion: (B)(6) 2014, (B)(6) 2016. Concerning the injuries reported in this case, the following one were described in patients medical record: pelvic pain. Lot number: a36512 ,manufacture date: 2012-08, expiration date: 2015-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and endometrial ablation ('ablation') in an adult female patient who had essure (batch no. A36512) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no (per pfs)". The patient's medical history included uterine cervical pain. Concurrent conditions included atypical squamous cells of undetermined significance, breast feeding, discomfort and dysplasia. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), hyperhidrosis ("hormonal changes: sweating"), abdominal pain lower ("lower abdominal pain"), adnexa uteri pain ("ovary pain") and abdominal distension ("bloated") and underwent endometrial ablation (seriousness criterion medically significant). The patient was treated with sulfamethoxazole;trimethoprim (mortin) and surgery (bilateral salpingectomy. Surgical removal of coil(s) bilateral foreign body removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, adnexa uteri pain and abdominal distension was resolving and the endometrial ablation, dysmenorrhoea and hyperhidrosis outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, adnexa uteri pain, dysmenorrhoea, endometrial ablation, hyperhidrosis and pelvic pain to be related to essure. The reporter commented: as per follow up discrepancy note date of insertion: (B)(6) 2014,(B)(6) 2016. Concerning the injuries reported in this case, the following one were described in patients medical record: pelvic pain lot number: a36512, manufacture date: 2012-08, expiration date: 2015-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: plaintiff fact sheet received. Event ablation was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.